Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "redo isolated tricuspid valve replacement in a patient with isolated persistent left superior vena cava: a case report. As reported in a research article, "redo isolated tricuspid valve replacement in a patient with isolated persistent left superior vena cava: a case report", on an unknown date, two unknown sized epic valves were implanted for concomitant mitral and off label tricuspid valve replacement procedure in an 81-year-old male patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "redo isolated tricuspid valve replacement in a patient with isolated persistent left superior vena cava: a case report", was reviewed. The article presented a case study of an 81 year old male patient. It was reported that on an unknown date, two unknown sized epic valves were implanted for concomitant mitral and off label tricuspid valve replacement procedure. It was then reported 8 years post-procedure, the patient presented with dyspnea on exertion which the patient received diuretics. However, 1 year later, the symptoms reoccurred and worsened despite taking diuretics. Transthoracic echocardiography (tte) revealed severe transvalvular leakage (tvl) in the tricuspid position. A decision was made to perform redo tricuspid valve replacement. During intervention, it was noticed one of the leaflets of the tricuspid epic valve was shortened without mobility, causing severe tvl. The tricuspid epic valve was removed and replaced with an unknown edwards lifesciences bioprosthetic valve. [The primary and corresponding author is homare okamura, department of cardiovascular surgery, saitama medical center, jichi medical university, 1-847 amanumacho, omiya-ku, saitama 330-0834, japan, with corresponding email: homareokamura@omiya.jichi.ac.jp].